Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family or friend reported via phone call, the customer has been having issues for the past four hours with high blood glucose over 400 mg/dl. Customer did a bolus for dinner and got 9.3 units of insulin. Customer stated the strips are showing black and the device is making her calibrate. Customer's family or friend stated she will just take the customer to the emergency room.